Event description:
The parent reported that the patient experienced sustained hyperglycemia overnight while wearing a pod on the arm for between 5 and 24 hours. A blood glucose level of 354 mg/dl (19.7 mmol/l) was observed during the night. The parent replaced the pod; however, the patient continued to experience symptoms, including nausea, vomiting, shaking, feeling unwell, and breath with an acetone odor. Backup blood glucose testing was performed at home. A doctor was contacted, and the patient was transported to the hospital, where the patient was admitted for approximately 27 hours, from (B)(6) 2026. Hospital staff diagnosed the patient with ketoacidosis, with a reported ketone value of 4.8 units. The patient received infusion treatment, and ketone levels decreased during hospitalization. The parent reported that the pod worn prior to admission was discarded at the hospital. Upon removal, the cannula was described as inserted but not completely straight, and the adhesive had remained secure during wear. A new pod had already been applied prior to hospital arrival. The patient improved following treatment and was reported to be doing well by the afternoon of (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.